Event description:
Customer called to report a hospitalization for high bgs. The customer was disconnected from the pump and treated with insulin drip. When the medical staff tried to reconnect the customer to the pump the bgs started to rise and the pump was removed. Troubleshooting was perfomred. Insulin did not exit.